Event description:
Patient's legal counsel reported that patient underwent left total hip arthroplasty on (B)(6) 2004 and right total hip arthroplasty on (B)(6) 2005. Subsequently, a right hip revision procedure was performed on (B)(6) 2011 due to alleged metallosis and elevated metal ions. This report is based on allegations set forth in patient's complaint and the allegations are currently unverified.

Event description:
Patient's legal counsel reported that patient underwent left total hip arthroplasty on (B)(6), 2004. Patient was revised on (B)(6), 2012 due to alleged metallosis and elevated metal ions. This report is based on allegations set forth in patient's complaint. The allegations are currently unverified.

Event description:
Patient's legal counsel reported that patient underwent left total hip arthroplasty on (B)(6) 2004. Patient was revised on (B)(6) 2012 due to alleged metallosis and elevated metal ions. Additional information received in patient medical records indicates that the revision procedure that took place (B)(6) 2012 was due to metallosis, pseudotumor, osteolysis and elevated metal ions. The operative notes confirm that the acetabular cup, liner, and modular head were removed and replaced. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. The product identification necessary to review manufacturing history was not provided. As no product identification was provided, the following sections could not be completed: expiry date, manufacture date. This report is based on allegations set forth in patient's complaint and the allegations are currently unverified.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." Number 15 states, "elevated metal ion levels have been reported with metal-on-metal articulating surfaces." This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. This report is number 1 of 3 mdrs filed for the same event (reference 1825034-2012-00011, 00394 & 00397).

Manufacturer narrative:
Additional information was received on (B)(6), 2012 that included item and lot numbers. Manufacture date, sterile expiration date and 510(k) number have been added. Also, corrected data involving implant date, explant date, and event description has been included. No product has been received. No further information has been received.